Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, the patient is displaying fremitus of all upper incisors, with class 1 mobility of the patient's lower right lateral incisor (secondary to hyper-occlusion) and a recent history of bilateral tmj pain that is suspected was the result of uneven occlusal forces that resulted for altered dental positions. Doctor advises discontinue use of byte aligners immediately.